Manufacturer narrative:
The customer reported that it leaked, and they returned one set of material 11532269, lot 25025115. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and leakage was observed from the filter air vent. The set was infused with water, to flush the system. The supplier of the filter component suggests a bubble test, which consists of infusing air into the set while submerged underwater. This test is for the air vent membrane of the filter, which is the main culprit involved in the filter leaks. The bubble test showed that the filter was working properly, which shows the filter's air vent membrane hydrophobicity was compromised. Another round of flushing plus dry time was able to restore the vents to their hydrophobic qualities. This means the filter did not leak after the cleaning process, and it rules out any manufacturing error with the filter. The root cause could not be determined. Potential scenarios exist where the end user may infuse drugs/solutions into the filter that can weaken or compromise the hydrophobic properties of the air vent, such as low tension fluids like alcohol and lipids. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that was used started to leak.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.